Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on with a blood glucose level of 120 mg/dl. The customer was treated for their blood glucose with a insulin pen. The insulin pump was removed during admission. The high blood glucose levels started at (B)(6) 2016. The customer was assisted with programing the time and date on their device but could not troubleshoot the rest of the device. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp.